Event description:
An ophthalmic surgeon reported a problem with low energy output error from the laser head. This patient's flaps had been cut, but not lifted. Surgery was delayed while the laser was rebooted. This report is for the right eye, the left eye will be reported on MFR report number 3003288808-2010-00461. Although the surgeon is happy with this pt's outcome, info provided indicates this patient is undercorrected in the right eye. At 1 month post-op bcva improved one line from 20/20++ pre-op to 20/16++ post-op. Ucva improved from 20/400 to 20/20-. No further info is anticipated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).